Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. The 29 mm sapien m3 valve device is not sold or marketed in the us; however, is deemed similar to the edwards 29 mm sapien 3 valve PMA (B)(6). The PMA/510k field will be blank.

Event description:
Edwards received notification through the encircle clinical trial. The patient was hospitalized for chf 2 years and 1 month post implant. Tte during admission revealed moderate to severe mitral regurgitation. Per the provided medical records, the patient presented to the emergency department after his pacemaker company notified him of atrial fibrillation. He reported some chest discomfort but no active chest pain or palpitations. Patient has chronic dyspnea and is on torsemide, but states that his dyspnea is slightly worse. Patient admitted with nstemi, atrial fibrillation with bradycardia, and systolic chf. IV lasix was given for pulmonary vascular congestion. An echocardiogram from the prior month showed ef 20-25% and ''female severe mr, moderate tr, moderate ar''. The patient expressed a preference for cardiac workup by his cardiologist at the veterans' affairs (va). The patient will be discharged if he remains stable. On a conservative basis, the thv may have contributed to the heart failure.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5, b7, and h6. The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve central leak was confirmed from the medical record. A review of DHR, lot history and complaint history did not provide any indication that manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies . During the manufacturing process, all sapien m3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. According to procedural notes for this case, post-valve deployment, trace central mitral regurgitation was present. 6 months post implant tte showed mild mitral central regurgitation. Additional information was received on 2-year post-implantation tte, in which moderate to severe mitral regurgitation was noted. No intervention was reported at this time. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the procedure. Review of patient information revealed that the patient has a medical history of ckd (chronic kidney disease), a well-known risk factor for valve calcification. Presence of calcification on leaflets can impact proper leaflet functionality/coaptation, leading to central regurgitation. However, information on leaflet functionality or possibility of leaflet calcification was not mentioned on medical records for 6 months or 2 years post-implantation; therefore, a definitive root cause is unable to be determined at this time. Since no labeling or IFU/training inadequacies were identified; no corrective/preventive action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification through the encircle clinical trial that six months after implanting a sapien m3 valve, a tte showed mild mitral central regurgitation. The bioprosthetic valve was well-seated with a mean peak gradient of 7 mmhg and unspecified, mild mitral valve regurgitation. According to the medical records provided, the patient went to the emergency department after his pacemaker company notified him of atrial fibrillation and was incidentally found to be in heart failure. He denied active chest pain but reported some discomfort and chronic dyspnea, which had worsened slightly. He was admitted with nstemi, atrial fibrillation with bradycardia, and systolic chf. IV lasix was administered for pulmonary congestion. An echocardiogram in december 2023 showed an ef of 20-25% and severe mr, moderate tr, and moderate ar. The patient preferred a cardiac workup at the va and was discharged when stable. According to the most recent progress note, the thv is functioning normally with mild central regurgitation and a normal mean gradient. The severe regurgitation is now mild, likely due to fluid overload from chronic kidney disease. On a conservative basis, this event will be reported as the thv may have contributed to the heart failure.